Event description:
Healthcare professional reported "rupture", "fold in implant shell" and "painful symptoms". Healthcare professional later reported "pain and discomfort", "fold in implant", "fold in her implant is visible & palpable" and "capsular contracture¿ baker grade ii. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.